Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2014 with a high blood glucose level of 18 mg/dl. The customer was having back and neck issues prior to the low blood glucose. The customer was treated for their blood glucose with glucose tablets and food. The customer stated that their doctor mentioned that the insulin pump failed the customer. It is unknown what caused the low blood glucose levels. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.